Event description:
Three to four weeks post injection, the product evolved info firm nodules. The nodules are palpable, but not painful. Pt complains of awareness of nodules. No active intervention, observation for change only or progression. Dose or amount: 1cc, frequency: route: intradermal subcutaneous. Dates of use: 2009. Diagnosis or reason for use: improved cosmesis.